Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Reported issue: on july 4, 2019, it was reported that the device was not pulling the mesh with the graft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the meshgraft ii by flextronics on july 18, 2019 revealed that the device had an old style base plate so new side plates cannot be installed. The carrier guide was cracked. There were nonconforming screws in the side plates and ratchet. The cutter and sterilization tray were damaged. The calibration was out of specifications and the device produced an incomplete sample mesh. Repair of the meshgraft ii was not performed as the device is unrepairable due to the old style base plate preventing installation of the new side plates. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the carrier guide was cracked and there were nonconforming screws in the side plates and ratchet. The cutter and sterilization tray were damaged. The calibration was out of specifications and the device produced an incomplete sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device is not pulling the mesh with the graft. The event occurred during surgery. No delay, or injury occurred with the patient. No additional unplanned skin graft was needed. No part of the device was bent or damaged. The skin does not pass through the machine.